Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the pump was filled inapril. The patient missed the may fill because the doctor told him prior to having he pump filled the patient had to have a covid blood test, which showed he was fine, but when he went for the fill they refused, saying he needed to have a nasal test. The patient¿s pump was not filled in may or june. The patient¿s pump was filled on (B)(6) 2020 with just morphine because the doctor he found to fill the pump would not put in all the other medications. It was noted the patient went through horrible withdrawals and the pump was alarming in may and june. The reason for the call was the patient wanted to ask if the pump alarming and running out of medication shortened the life of the pump battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (284.59 mcg/day), unknown baclofen (42.689 mcg/day), morphine (5.692 mg/day), and prialt (2.2767 mcg/day) via an implanted infusion pump. It was reported the patient was hearing an alarm, which started as single beep now sounds like a european ambulance (critical alarm). The patient was supposed to be refilled 2 weeks ago on may 7th and the hcp tried to get them in on may 14h but they wanted the patient to do a covid test 48 hours prior and the patient was not able to do that. It was noted the patient was hurting so bad and even went to the ER where the hcp noted they could hear the alarm and had the medication waiting for the patient's refill hcp. The issue started a week ago and patient noted they were hurting so bad it felt like they were sitting up on a spike. It was confirmed the patient's pump was empty.